Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood on the balloon, stent implant, shaft and hub, which is consistent with advancement into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implants outer diameters met manufacturing criteria. There were two bends in the hypotube, proximal to the separation and multiple bends in the hypotube distal to the separation. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the hypotube and jacket were separated distal to the strain relief tubing. The hypotube fracture face was oval shaped and the hypotube jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure that kinks and shaft separations are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity. Since there was no report of any damage observed to the sds prior to the procedure, this may suggest that a product deficiency did not contribute to the reported shaft separation. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other reports for shaft separation subsequent to failure to cross or kinked shaft events for this lot. Kinks and bends associated with the failure to cross can be influenced by many factors that are not generally associated with a product quality deficiency. Further, kinks and bends are expected and not unusual with failure to cross complaints. Catheters may become damaged if force is applied during attempts to advance or retract the product and/or from handling prior to use and/or during packaging for return. The reported failure to cross, bends or kinks and subsequent shaft separation appear to be related to operational context.

Event description:
It was reported that the promus rx stent delivery system (sds) separated upon removal from the patients anatomy after the sds could not cross the lesion. The target lesion was located in the proximal left anterior descending artery. Information regarding the lesion characteristics was requested but was not provided. No adverse patient effects were reported. No additional information was provided.